Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer reported that these tower drawers (tower doors 1 and tower drawer 2) have failed multiple times and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, g2, h6, h11. Upon investigation of the actual device used in this incident, it was determined that the door 1 to tower was currently failed. Door 2 would also cause issues according to site. The field service engineer was able to resolve the issue by replacing door 1 and door 2 latch. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had drawer failure. The customer reported that these tower drawers (tower doors 1 and tower drawer 2) have failed multiple times and there was a delay in patient care. There were no adverse events or injuries reported based on this event.